Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 8mm force bipolar instrument. Site provided an image of the instrument. The image was taken right before they cut the tissue to remove the instrument. It seems the jaw is dislodged.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the 8mm force bipolar instrument clamped on tissue, cable broke that opens jaw, the emergency key didn't work cause that cable was broken, something sticking out made it so they could not get it out of trocar, had to remove trocar then it was very difficult to remove from arm, fat tissue of bowel was still in jaws and had to be cut off never were able to release jaws, could still move instrument up and down but could not release even with emergency key. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the issue did not occur after a system fault. Site was doing a hysterectomy and trying to move the bowel out of the way, so the force bipolar was on fat that was attached to the bowel to move it out of the way. The jaws were stuck on tissue and not able to successfully open the jaws intraoperatively and release the tissue. Site did use the release key, but it did not work and cut the tissue since it was fat. Site had to cut the tissue, which was fat, and pry the instrument off of the da vinci arm and remove it with the trocar because it would not come out of the trocar because there was a piece sticking out on the instrument with no adverse effect to the grasped tissue and just fat that was attached to bowel and only the fat that was trapped in the jaws. Additional tissue removal still resulted in a successful, acceptable surgical outcome. The procedure was completed robotically using another instrument with no patient injury. The instrument was returned to isi for evaluation and no photo of the instrument clamped down on the fat of the bowel during the case.